Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the company representative who reported that it was unknown when the difficulty refilling the pump occurred. The cause for the inability to aspirate the catheter was unknown. The actions and interventions taken to resolve the inability to aspirate the catheter was a back table prime. The patient¿s existing catheter was not removed. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot #: (B)(4), implanted: (B)(6) 1999, product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving clonidine 600mcg/ml at 260.01mcg/day, bupivacaine 33mg/ml at 14.301mg/day and morphine 30mg/ml at 13.001mg/day via an implantable pump. The indications for use were intractable spasticity and multiple sclerosis. On 05-feb-2019 it was reported that the healthcare provider was having difficulty refilling the pump and today was doing a pump revision. Per the reporter the pump flipped. The patient was not having any therapy issues. The healthcare provider decided to replace the pump due to the surgery and the length of current pump use. The physician was unable to aspirate from the cap (catheter access port) of the old pump. X-ray was done of the catheter and it appeared in the correct position. It was discussed with the reporter, when the back table prime of the new pump was completed they should connect the catheter to the new pump and try again to aspirate from the cap. The reporter also stated that the pump had an expected reservoir volume of 9.8cc¿s but they pulled out 11cc¿s. The reporter was unsure if the pump has had previous volume discrepancies in the past. Additional information was received the same day at which time it was reported that after connecting the catheter to the new pump, they were unable to aspirate from the cap. No further complications were reported or anticipated.